Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The exact issue is unclear, and the customer didn't provide any further details. As per case # - (B)(4), the software of this unit is updated with patch 17 and since then no issues reported. Root cause of failure is not determinable. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that bellavista 1000 us having consistent alarm 401- "inspiration valve or device leaky" on startup testing. The o2 (oxygen) cell has not been removed and it is in the same form as when it was delivered. Furthermore, there was no patient involvement associated with the reported event.